Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported via webform that a ¿sensor ended¿ error was received with the adc device on the 10th day of wear. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who administered glucose infusion and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor was properly seated and no issues were observed. Extracted data using approved software, sensor was found to be in state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. Extended investigation has also been performed. Extracted data using approved software, sensor was found to be in state 6 with a brownout reset event internally logged (event 21). A data error message was also observed. The data error is observed when corruption of the (fram) ferromagnetic random access memory and asic (application specific integrated chip) occurs. Therefore, the issue is confirmed. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported via webform that a ¿sensor ended¿ error was received with the adc device on the 10th day of wear. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who administered glucose infusion and no further information was provided. There was no report of death or permanent injury associated with this event.